Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, advised them on the necessary steps for using the replacement, and instructed them to return the problematic pump to tandem using the provided return box and pre-paid label within 10 days. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.